Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6) 2011, a patient underwent treatment of an abdominal aortic aneurysm with gore tm excluder tm aaa endoprostheses. On (B)(6) 2015 a reintervention took place to address a type ib endoleak. The contralateral leg component, which was the patient's left side, had become stuck in a kinked zone, in the patient's anatomy. It was reported the iliac artery was very tortuous. An attempt was made to advance and deploy a contralateral leg component within the original contralateral leg component, to re-connect the contralateral leg component to the iliac artery. The new contralateral leg component was pushed and twisted to the landing zone. When the contralateral leg component was deployed, and released from the delivery catheter, the proximal end of the delivery catheter broke off. The proximal end of the delivery catheter was successfully retrieved from the patient. The patient tolerated the procedure.

Manufacturer narrative:
An engineering investigation was conducted based upon photos submitted. The report stated, the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had fractured near the trailing olive bond on the catheter. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use (IFU) states, do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The IFU further states, do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
Results code: the imaging evaluation stated there one j-peg image. There is no name or demographic information on the j-peg image. The evaluation cannot be completed with the one image submitted. Conclusion: the delivery catheter was not returned and the device remains implanted, so no engineering evaluation could be performed.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2015 a patient underwent a reintervention procedure to address a type ib endoleak from a previously implanted device. It was reported the iliac artery was very tortuous. An attempt was made to advance and deploy a contralateral leg component within the original contralateral leg component, to re-connect the contralateral leg component to the iliac artery. The new contralateral leg component was pushed and twisted to the landing zone. When the contralateral leg component was deployed, and released from the delivery catheter, the proximal end of the delivery catheter broke off. The proximal end of the delivery catheter was successfully retrieved from the patient. The patient tolerated the procedure.